Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symnptoms: chest pain. A patient reported they were hospitalized. Their meter memory was allegedly erased. The result on their meter was unknwon. The result on the hospital meter was 258 mg/dl. The time difference between patient's meter and hospital was unknown. Treatment was insulin. Patient had a heart operation. Meter was sent in mmol units. No further information has been reported.